Event description:
Customer called physio-control to complain that the device displayed a premature charge-pak icon indicating that the charge-pak needed to be replaced. According to the report, as the customer was handling the device, the attention icon and then the service wrench icon displayed and the device would not power on.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.